Manufacturer narrative:
Title: corneal endothelial cell loss after ex - press surgery depends on site of insertion, cornea or trabecular meshwork. Author: otsuka m, et al. Journal: international ophthalmology 2023: 43(10) p.3471-3477. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A retrospective single facility study was conducted to compare the reduction rate of corneal endothelial cells between two groups; corneal insertion group and trabecular meshwork (tm) insertion group. The corneal endothelial cell density (ecd) before and after glaucoma filtration device implantation was analyzed. The glaucoma patients who underwent glaucoma filtration device surgery for more than 5 years were included. The glaucoma filtration device surgery was performed for patients with primary open-angle glaucoma (poag) or pseudo-exfoliation glaucoma (pexg). In patients who underwent binocular surgery, the unilateral data from the eye that was operated on first was used. Patients who had a history of conventional trabeculectomy, laser iridotomy, peripheral iridotomy, long tube shunt surgery or keratoplasty were excluded and patients who had corneal disease as corneal dystrophy were also excluded. Patients with a history of cataract surgery, trabeculotomy (tlo) (including the trabectome procedure, a canaloplasty) or vitrectomy were included in the study. Finally, 78 eyes were recruited to the study. All the subjects were recruited during the period from september 2012 to march 2017. The corneal endothelial cell density (ecd) was measured every six months after surgery. This case is related to the decreased ecd in the corneal insertion group. The ecd decreased significantly more rapidly (p < 0.0001), in whom the mean ecd decreased from 2227 ± 443 to 1415 ± 573 cells/ mm2 at 5 years with a mean 5-year survival rate of 64.9 ± 21.9%. The decrease rate of ecd was calculated as 8.3%/year in the corneal insertion group. Glaucoma filtration device surgery with corneal insertion showed an ecd decrease of 35.3% after 5 years. The study concluded that, the insertion of glaucoma filtration device into the cornea was a risk factor for rapid corneal endothelial cell loss. The event reported was discovered in a literature article. No further information is available.

Manufacturer narrative:
1. Reported of a case relating to "corneal endothelial cell density decreased" (literature). 2. No data regarding product identity was received i.e. No lot or serial number were indicated for the event therefore a sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be evaluated. No sample received: a root cause for the customers reported event could not be determined as no sample was received at investigation site. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. Reported event can not be conformed. Complaint is related to literature. Manufacturing site investigations include the review and inspection of the technical aspect of the ex-press gfd product. No data regarding product identity nor product sample was received. Due to the above, no additional action can be executed by manufacturing site. Addition follow up for harm or procedural event codes will be made during the annual post production risk review. The manufacturer internal reference number is: (B)(4).